Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. It was found that the x-stage cover was damaged and bent. The cover was bent back and the system was re-homed. The system passed a system checkout and was returned to an operational condition. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the system would not home. The system was rehomed which temporarily resolved the issue, but then the issue reoccurred.